Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cust mat not returned; unable to determine. Source: phone.

Event description:
Reported 1 false positive sars result. The customer communicated the result was confirmed negative by molecular (pcr testing).